Event description:
The technician alleged the bed exit audible alarm will not function even with the switch in the position for audible sound. No pt impact.

Manufacturer narrative:
The technician replaced bed exit power control board to resolve the issue.